Event description:
Medical surveillance at lifescan received event report # on 10/13/2009. The unk pt reported an inaccuracy to another co in 2009 who then reported the alleged event to FDA since the pt claimed the product was a "onetouch meter", not a roche product. Because the pt's name and address were not provided and are no longer available to the co, medical surveillance cannot contact the pt. The report stated: "event date, no info and report date 06/22/2009. Event description: we are notifying you that in 2009, a pt called co and reported that, on an unspecified date, she experienced a seizure due to high blood sugar. The caller stated that on the day of the event, she took her normal dose of metformin at 6:00 am. At 7:00 am, she obtained a reading of 168 mg/dl on her one touch blood glucose monitor. At approx 2:00 pm, she felt chest pains and obtained a reading on her onetouch meter in 200 mg/dl range. The caller stated, she then experienced a seizure and lost consciousness. Her husband transported her to the ER where she was admitted at approx 3:30 pm due to her seizure and bronchial pneumonia. The caller indicated that the seizure was caused by high blood sugar. The called stated that, while in the hospital, she was administered an unk dose of an unidentified insulin. She stated that she began to feel better about 12 hours later and was released from the hospital two days later. No add'l info was provided regarding this incident. The onetouch blood glucose monitor mentioned in this event is not manufactured or imported by our firm." Although lifescan is unable to verify the product used by the pt or to determine if the complaint was already reported to lifescan by the pt, the complaint is reported. The pt alleged that she received insulin for high blood glucose following a seizure and a loss of consciousness.